Manufacturer narrative:
Catheter model # 8709, lot # j12577r02, implanted on: (B)(6) 2005 , explanted on: unknown. Analysis of the pump revealed pump battery- high resistance. Motor feedthru anomaly. (B)(4).

Event description:
It was reported that the pump was explanted because it had reached it's end of service. The pump was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).